Event description:
Lifecor customer support noticed several "discharge profile fault" flags on a recent download from a male pt. Support called the pt and could not leave a voicemail because the mailbox was full. A pt service rep (psr) visited the pt's home in 2008 and spoke to the pt's son. The pt was in the hosp wearing the system. The psr was attempting to contact the pt to exchange the monitor. On the following month, the pt contacted lifecor customer support to report that he heard a popping sound and that the monitor went blank. He reinserted the battery pack and the monitor stated "low battery". He stated that the monitor smelled like it was burning. A psr went to the pt and replaced the pt's monitor.

Manufacturer narrative:
Device eval summary: device evaluation of monitor has been completed. The reported problem was confirmed. The cause of the "discharge profile fault" flags was a damaged resistor on the defibrillator pca within the monitor. The device which is the discharge resistor for the high voltage capacitors, and the surrounding surface of the defibrillator pca were charred from overheating. The root cause of the charred cannot be positively identified but was likely a random component failure. No adverse event resulted from the defective device. The pt received a replacement monitor.